Event description:
The customer reported that the 840 ventilator had an erratic screen. There was no pt involvement. The customer reported to have reseated the displays. No parts were replaced. Covidien was not authorized to repair the unit. The unit passed extended self-testing.